Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a large dinner. His glucose was at 360mg/dl, and he is now at 64mg/dl. He did a finger stick to make sure the g7 to confirm. Glucose is slowly rising, so he was advised to drink only 1-2oz of apple juice to be in a good spot to go to sleep, and the ilet should not give corrective doses. Pt will have juice, wait 20 minutes, make sure he is above 70mg/dl, and go back to bed. Pt was advised to call if he has any other issues.